Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that camera head had a cut cord. The issue was found during reprocessing. There was no patient involvement.

Event description:
It was reported that camera head had a cut cord. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.